Event description:
According to the info received, after the surgery, the surgeon observed spontaneous deflation of the device. After removal, a small hole could be noted in the distal end of the left cylinder.